Event description:
Despite efforts to obtain the information it was not known whether the lead was disposed or if the lead would be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up it was noted that this right atrial (ra) lead had dislodged. A repositioned procedure was booked. Upon the revision it was noted that there was an issue with the helix of this ra lead upon attempting to reposition. After a few attempts to reposition this ra lead with no success a new lead was used. This ra lead will be returned. No additional adverse patient effects were reported.